Event description:
In 2008, the pt reported that his last 2 boxes of infusion sets do not stick well to his body and he must change the infusion site every day. He stated that he perspires a lot and lives in a hot and humid area. He stated that he used IV prep wipes prior to adhering the infusion site to his skin and he shaves hair from the area. The pt was sent tegaderm hp and mastisol to assist in securing the infusion site. Upon follow up the next day, the pt's wife was educated on the use of tegaderm hp and mastisol. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.